Event description:
Device did not retract and there is a reported accidental needle stick. Attempting to gather additional information from facility multiple attempts have gone unanswered. Ref MFR # 8021764-2015-00004.